Event description:
Procedure: lap nephrectomy. The blunt tip trocar was inserted into the umbilical incision and used for the scope. The balloon was inflated without any problem. Some time into the case a piece of foreign material was noticed inside the cavity. When it was removed, it was determined to be a piece of plastic from balloon which had subsequently burst. No pt injury reported.